Manufacturer narrative:
(B)(4). Approximate age of device: 4 years and 2 months. The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A specific cause for the reported transient ischemic attack could not be determined; however, the instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted due to left-sided weakness. The patient's inr was 3.2 and a head CT scan was negative. The center increased the patient's lipitor and started persantine and coumadin with an inr goal of 2.0-2.3. The patient's symptoms reportedly did resolve; however, the neurology group feels that the patient experienced a transient ischemic attack deep in the brain tissue which could only be diagnosed by MRI. It was reported that the patient was unable to be taken for MRI testing. There were no other findings based on the testing performed.